Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 86% stenosed, 36x3.5mm, eccentric and the de novo target lesion was located in the moderately calcified mid right coronary artery. The lesion contained between a 45 and 95 degree bend. Predilation was performed with a 3.5x12mm balloon catheter, leaving 83% residual stenosis in the lesion. A 3.50 x 38mm synergy ii drug eluting stent was advanced for treatment; however, slight resistance was encountered during advancing and it was noted that the mid part of the stent was deformed. As the device was able to reach the lesion, the stent was finally deployed and the procedure was completed. No patient complications were reported and the patient's status was stable.